Event description:
It was reported by fse that during visit for voluntary repair work the cardiosave intra-aortic balloon pump (iabp) failed drive manifold test. No patient involvement and no harm is reported. Due to no customer feedback or authorization, no further service actions were performed.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.